Event description:
The account alleged that the bed exit alarm was not functioning. No patient impact.

Manufacturer narrative:
The account had not weighed the patient properly so the bed exit alarm could not be set, user error. The patient was removed from the bed so the bed could be zeroed by the account to resolve the issue.